Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.

Event description:
Notes: this report pertains to the first of two reported device malfunctions. It was reported to boston scientific corporation that during an attempted placement of an endovive standard peg kit push method device, the wire would not go through the peg tube joint. According to the complainant, another endovive standard peg kit push method device was attempted to be placed. Refer to MFR report #3005099803-2008-07239 for details regarding the second device.